Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized. The patient was treated with vancomycin injection (1.5 grams, intraperitoneal, frequency and duration not reported) and fortum injection (1 gram, intraperitoneal, frequency and duration not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available.